Event description:
"Patient reported inability to charge spinal cord stimulator battery, rep from boston scientific confirmed inability to charge. Battery was exchanged with new battery. Rep confirmed connection ability prior to finishing case with surgeon present. Fluoro taken prior to leaving or room to also visualize leads". Per circulator account.